Event description:
Sku# 329505, item description: insulin pen bd autoshld duo30gx5mm, lot# unknown. Quantity- 1 ea. Country- canada. Incident description-as per account, patients must maintain excessive pressure during the injection to keep the needle in the skin. The safety mechanism releases before the injection is complete, so the patient does not receive the full dose.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.